Event description:
Information received indicates the casters will continue to swivel after the brake is set.

Manufacturer narrative:
The technician found the brake casters were worn. The technician replaced three brake casters to repair the stretcher.